Manufacturer narrative:
Additional information was received that the patient was experiencing pain at the lead site. It was confirmed that there was no actual skin breakage. The patient underwent an entire old system explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits additional information was received that the patient will undergo leads revision procedure as leads were located close to the skin.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.